Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a shoulder cuff repair surgery, the on the footprint anchor fractured, additionally the white and blue sutures were stuck, it could not be pulled out. Surgery was resumed, after a non-significant delay, with a back-up device in the originally drilled bone hole. No further complications were reported.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The suture material is partially disengaged from the insertion device but through the suture window of the anchor. The anchor is fractured near the proximal end. The anchor, insertion device and suture material has debris on it. A review of the customer supplied images finds the complaint device with the fractured anchor and suture material. Based on the condition of the product material found during visual inspection, additional material testing is not required. A functional evaluation could not be performed due to the device being previously deployed. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. If a portion of the anchor remains retained in the patient, it is made of a biocomposite material which is intended for implantation to allow for bone ingrowth. If the anchor was retained, it is unknown if the anchor will migrate and there is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.